Event description:
High impedances during intra-operative testing occurred. Troubleshooting was performed with the snap lid and generator w/o success. The lead was planned to be returned to the MFR.

Manufacturer narrative:
(B)(4).